Manufacturer narrative:
Product complaint # (B)(4) investigation summary match issue&liner breakage intra-op. It was reported that during the surgery, that the ceramic liner could not fully mate with the acetabular shell. After adjusting the position and attempting implantation again, the ceramic liner broke at the rim, then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. The surgery was delayed for about 1 hour. The patient is stable currently. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4). The photo investigation revealed that the delta cer insert 36id x 56od has fractured in multiple pieces. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 36id x 56od could have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product description: delta cer insert 36id x 56od product code: 121881756 lot number: 4511435 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review a manufacturing record evaluation was performed for the finished device product description: delta cer insert 36id x 56od product code: 121881756 lot number: 4511435 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, " match issue&liner breakage intra-op. It was reported that during the surgery, that the ceramic liner could not fully mate with the acetabular shell. After adjusting the position and attempting implantation again, the ceramic liner broke at the rim, then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. The surgery was delayed for about 1 hour. The patient is stable currently¿. The delta cer insert 36id x 56od (lot. 4511435) returned to medtech orthopaedics for evaluation. The complaint unit was forwarded to the supplier for further evaluation. Visual inspection revealed that the delta cer insert 36id x 56od was fractured into multiple pieces. All fragments were returned for evaluation. Metal transfer of erratic appearance can be found on the insert. In case of symmetrical, and therefore correct, taper fit between the ceramic insert and the metal cup, metal transfer patterns (primary metal transfer) are expected over the whole circumference in region between the top and the center taper. The insert does not exhibit such patterns. Additionally, intensive metal transfer can be found on upper part of the taper and on the transition of taper bottom. These metal transfer patterns indicate a tilted position of the insert during the impaction. The rim of the insert is chipped. Next to the fracture surface, metal transfer can be found which indicates small areas of intensive contact between the ceramic insert and the metal cup. Therefore, it is assumed that the insert fractured due to a point load caused by a misaligned position of the insert in the metal cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the insert failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence. However, in support of the evaluation performed, the observed damage of the delta cer insert 36id x 56od may have been caused by exposure due to misalignment during the process of positioning the insert in the metal cup. Consideration must be given to all potential influences during the surgical procedure. A manufacturing record evaluation was performed for the finished device [121881756 / 4511435] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 36id x 56od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: delta cer insert 36id x 56od product code: 121881756 lot number: 4511435 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history batch: null. Device history review: a manufacturing record evaluation was performed for the finished device product description: delta cer insert 36id x 56od product code: 121881756 lot number: 4511435 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Added: d10 concomitant. Corrected: h3, h4.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d9, h4. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: is there any specific allegation against the unknown hip acetabular cup? No.

Event description:
It was reported that during the surgery, that the ceramic liner could not fully mate with the acetabular shell. After adjusting the position and attempting implantation again, the ceramic liner broke at the rim, then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. The surgery was delayed for about 1 hour. The patient is stable currently.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.